Event description:
Per the clinic, the patient experienced poor performance with the device, pain at the implant site and heat sensation from the metal implant, leading to device non-use. Subsequently, the device was explanted on (B)(6) 2025, leaving the electrodes in situ. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.